Event description:
Pt reported that a green piece is deteriorating/melting but pt unable to describe or indicate which item however pt confirmed everything is ok. Pt reported she has been able to do a lot more, breathing has improved, since starting veletri. Pt reports occasional swelling in feet managed by diuretic (unspecified). No adverse event or interruption in therapy reported with product issue. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Defective product lot number and expiration date are unknown. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown.